Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. During insertion and positioning of the crystalens, the haptic/plate closest to the phaco wound tore the posterior capsule and the lens dropped into the posterior segment. The surgeon elected to leave the crystalens in the posterior segment and implanted a different lens model in the sulcus and performed a vitrectomy. The patient was then referred to a retinal specialist where the patient underwent secondary surgical intervention to remove the crystalens from the posterior segment. The patient has improved postoperatively.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the likely root cause of the reported capsule damage and lens drop is the lens haptic caught on the anterior capsule and when trying to reposition it, the lens flipped forward and lacerated the posterior capsular bag. (B)(4).